Event description:
A female patient with severe dry eye was treated with multiple prokera slim (pks) devices. On (B)(6) 2026, she reported to biotissue customer service that she experienced burning and discomfort with her most recent pks device, which had been inserted several weeks earlier (exact date not reported). The treating physician reported no complications or ocular abnormalities on exam but had applied a bandage contact lens some time after device removal (not specified) due to the discomfort/burning symptoms. The physician believed the discomfort may have been related to the patient's underlying disease and/or the prokera ring but stated that the treatment had gone very well.

Manufacturer narrative:
The prokera device was not returned for evaluation, thus further review of the device cannot be completed to assess for defects or malfunctions (although neither were reported). The product lot number was not provided or available, thus further review of the production records was also unable to be performed. The manufacturer internal reference number for this event is (B)(4).